Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. The sample was received and visual inspection noted the broken handle as reported. The plastic handle broke due to long tern usage and normal wear and tear. A review of the device history record did not show conditions that could have contributed to the report event.

Event description:
It was reported that during a open reduction interbody fusion (orif) distal femur, the chisel handle cracked and broke while the surgeon was hammering. All pieces were retrieved. Surgeon selected another handle to complete the procedure with no adverse effect to the patient.